Manufacturer narrative:
(B)(4). D10. Hip screw plate, dynamic, 130â°, 2 holes item# 25130002r lot# 3273356. G2: foreign - event occurred in france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a procedure, a dhs screw-plate osteosynthesis was initially planned for treatment of a right femoral neck fracture. During the procedure, while attempting to attach the plate to the previously implanted cervical screw, several attempts were made but the plate could not be properly engaged with the screw. The cervical screw was then removed and tested again on the instrument table; however, the same issue persisted, as the screw could not be inserted into the plate. Due to the insertion and subsequent removal of the cervical screw and the resulting bone damage, the surgical strategy was changed, and a hip prosthesis was implanted instead. This change also required repositioning of the patient from the supine position on the orthopedic table to the lateral decubitus position for the arthroplasty. The reported consequences were extended operative time and a change in surgical protocol. Due diligence is in process and no further information on the reported event has been provided.